Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of unable to tighten setscrew was confirmed in the laboratory. Analysis found septum material, metal shaving, and medical adhesives inside the setscrew inset. The setscrew inset was stripped.

Event description:
It was reported that the physician was unable to tighten the set screw during implant. The device was not used.